Event description:
Planning on placing IV catheter in patient; when needle removed from package needle retracted immediately into safety guard without provocation. Unable to attempt IV insertion with this catheter. Needle placed into sharps.